Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). Patient identifier is not available for reporting. Additional device product code is: mnh, mni, kwq, and kwp. (B)(4). Concomitant medical products (additional therapy date): the reported matrix transverse bar was connected to the concomitant uss rod construct on (B)(6) 2016. The subject device is not expected to be returned to the synthes manufacturer for evaluation but has not yet been received. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a lot number the device history records review could not be completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from canada reported the following event: (B)(6) reported that a matrix transverse bar failed on an unknown date postoperatively as it slipped/disconnected from the rod of lumbar construct and was pulled downward. The surgeon had performed a lumbar extension (due to degenerative adjacent disc disease) of an existing fusion (performed on (B)(6) 2014) on (B)(6) 2016. The extension of this fusion involved inserting iliac expedium screws and connecting to the universal spine system (uss) screw construct with a matrix transverse bar. The surgeon slightly bent the transverse bar on the right. The reported transverse bar disconnected from the iliac screw to the lumbar construct. There was no delay in surgery. A postsurgical x-ray was obtained on (B)(6) 2017. Pain and lack of fusion were reported. The patient was in stable condition doing well with no significant pain and decided to not proceed with another surgery; therefore, the implant remains in the patient. Concomitant devices reported: uss rod (quantity 1). This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.